Manufacturer narrative:
The cot was evaluated by an authorized service technician at the customer's location. A visual and functional evaluation was conducted and the cot was found to be functioning as intended. The IFU contains sufficient instructions for safe unloading of the stretcher from the ambulance. The cot was function tested and returned to service. No further details were provided pertaining to the alleged patient's injury.

Event description:
It was reported while unloading a patient from the ambulance the stretcher allegedly missed the safety hook and the head end of the stretcher came out of the truck before the head end legs were lowered. The patient allegedly injured their left arm as a result and received medical intervention at the hospital, including xrays. Additional details on the alleged injury and the results of the xrays have not been provided.